Event description:
A hospital in (B)(6) reported that the head harness connectors of three iw910jeu baby control mobile infant warmers were discoloured. This was observed during inspection conducted by the biomed of the hospital.

Manufacturer narrative:
(B)(4). Serial number: (B)(4), (B)(4), (B)(4); quantity affected: (B)(4), (B)(4), (B)(4); manufacturing date: 06/29/2005, 06/29/2005, 09/14/2007. We are still in the process of obtaining the reported discoloured harness connectors from the hospital. We will provide a follow-up report once we have received the complaint connectors and completed our investigation.

Manufacturer narrative:
(B)(4). Serial number: (B)(4), quantity affected: 1, manufacturing date: 06/29/2005; (B)(4), 1, 06/29/2005; (B)(4), 1, 09/14/2007. The discoloured head harness connectors were not returned to fisher & paykel healthcare for inspection. Without the complaint harness connectors, we were unable to confirm the reported fault. It should be noted that the subject infant warmers are around six to eight years old. The upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. Based on the results of our previous investigations on similar complaints, the discolouration of the housing connector is most likely due to contact failure. The contact failure is most likely due to poor connection, caused by constant swivelling of the heater head. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors fail during use, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A hospital in (B)(6) reported that the head harness connectors of three iw910jeu baby control mobile infant warmers were discoloured. This was observed during inspection conducted by the biomed of the hospital.